Event description:
It was reported that pump displayed cartridge change error while customer tried to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, confirmed cartridge o-ring was intact, and, under guidance from technical support, inspected pneumatic tap area, removed extra o-ring, cleaned area, and reattached cartridge securely, after which customer successfully completed load process and resumed insulin delivery.